Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not charge due to faulty charging cable. Customer¿s blood glucose value was 80 mg/dl. A new cable was sent to the customer to resolve the issue.